Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had just gotten her new pump and was having issues with the bolus wizard set-up. Customer stated that she can't get the second start time. Customer's husband stated that she fell down the stairs and went 2 days without insulin. Customer's health care provider said to give her 24 units of insulin. Customer fell to the basement since her blood glucose dropped and was then taken to the hospital. Customer's blood glucose was 29 mg/dl at the time of admission on (B)(6) 2015. Customer was in a vehicular accident but was not driving. Customer's perceived cause of low blood glucose was due to going 2 days without insulin and taking the 24 unit insulin correction. Customer was also in the hospital for high blood glucose of 839 mg/dl on (B)(6) 2015. Customer had diabetic ketoacidosis and could not get out of bed. Customer also had nausea. Customer was wearing the pump at the time of the hospitalization.